Manufacturer narrative:
Analysis found that a complete lead was returned in one-piece measuring 51.9cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-00210; related manufacturer report number: 2017865-2020-00214. It was reported that the atrial, right ventricular, and left ventricular leads dislodged due to twiddler's syndrome. All leads were explanted and replaced. There were no patient consequences.